Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : as per the note a-10678017 does not meet the definition of a complaint. Information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy device after it was released for distribution. There is no report of an adverse event involving a depuy device. Clinical database indicates ae is not related to device or procedure. No device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 151820038, lot: 8646776 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code: 151820038, lot: 8646776 and no non-conformances / manufacturing irregularities were identified.

Event description:
Subject ID:24-013. Study no: (B)(6). Event details: event date: 21 feb 2024. Alert date: 21 feb 2024. Country of event: united kingdom procedure: full knee revision using attune ps rp operative side: left date of surgery: (B)(6) 2019. Event description (diagnosis): arthrofibrosis - surgery. Patient details. Patient identifier: (B)(6). Gender: male. Age (at time of consent): 59 years. Height: 172 cm. Weight: 84 kg. Additional patient details: date of evaluation: (B)(6) 2024. Site awareness date: 21 feb 2024. Event type: worsening event. If worsening event, please specify log line : 7 did this event occur at the operative site?: yes in the opinion of the investigator, was this adverse event expected/anticipated?: blank is this a serious adverse event? If yes, select all that apply: yes. Death: no. Life-threatening: no. Hospitalization (initial or prolonged): yes disability or permanent damage: no congenital anomaly or birth defect: no required intervention to prevent permanent impairment or damage: no was the subject readmitted to hospital?: yes if yes,the date of readmission: 21 feb 2024 the date of discharge: blank relatedness:is this event related to the study device?: blank is this event related to the study procedure?: blank. Severity: blank. Outcome: ongoing. Date of resolution or death:*complete additional adverse event form(s) as applicable: blank action taken: n/a. None: no. Arthroscopy: no. Closed reduction/manipulation: no. Irrigation & debridement: no. Open reduction internal fixation: no. Radiation: no. Injected medication: no. Aspiration/drainage: no. Oral medication: no. Physical therapy: no. Diagnostic intervention: no. Surgery not related to the study knee: no revision of study joint: no if revision of study joint, please specify: date of revision procedure: blank. Components removed: n/a. Attune femoral component: no. Attune femoral stem: no. Attune offset adaptor, femoral: no. Attune femoral sleeve: no. Attune femoral-distal augment: no. Attune femoral-posterior augment: no. Attune tibial insert: no. Attune tibial base: no. Attune tibial stem: no. Attune tibial sleeve: no. Attune offset adaptor, tibal: no. Attune tibial-medial augment: no. Attune tibial-lateral augment: no. Attune tibial-universal augment: no. Attune patellar component: no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.